Event description:
Provider states that the chair is getting a 5 flash error code. Provider states they put it in free wheel and the one wheel locked up and they couldn't move it until they disconnected the joystick. Provider states that upon evaluating the joystick they noticed the wires were yanked out.